Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for assistance. The arm 2 was not working and not moveable. In the moment of the call, the arm wasn¿t connected with the patient anymore. Surgeon was about to convert the procedure. System was not connected to onsite. Tse verified that arm 2 was not working or reacting by using the clutch and elevator button anymore. The status led was yellow. Based on the told error codes, tse advised customer to reboot the system. After doing so, arm 2 was still yellow, but moveable. Tse asked caller to check the sterile adapter from the affected arm. According to caller it is properly seated. In view of anesthesia-time and to be able to finish the procedure with the da vinci system, tse suggested surgeon to move arm 2 out of the operation field and to arrange the remaining arms accordingly, and surgeon was able to proceed with the surgery. Since the system had no onsite connection, tse asked surgeon to hand the phone over to an assistant to gather the error logs manually. After receiving and analyzing them, tse informed the responsible field engineer (fe). Caller stated that this incident delayed the surgery over an hour. Prior to calling they removed the instrument on the universal surgical manipulator 2 (usm 2) with the irk (instrument release kit) without hitting the e-stop button. Tse remind customer of the correct way of using the irk. The procedure was completed with no patient harm, adverse outcome, or injury. Isi followed up with the initial reporter and obtained the following additional information: the system functions were checked properly and did start up before the operation without any problems. The procedure lasted about 45 minutes until the problem with arm 2 occurred. The arm was removed from the patient and it was possible to place it far enough to the side to continue with the operation. The operation was successfully completed with 3 arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulators (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode and the error 32058 was replicated. However, the usm passed the functional test platform indicating an intermittent issue. The axes controller setup (acs) board will be replaced. The second usm was tested on an in-house system and passed normal mode. The usm failed the usm adaptive gain control (agc) current, sensors check, and sine cycle tests on the functional test platform. The yaw searchlight will be replaced.

Event description:
Refer to h10/h11 for follow-up information.